Event description:
It was reported that the patient was admitted into the hospital with stroke-like symptoms. Stroke was ruled out and the patient was treated for infection. The patient was discharged on (B)(6) 2017 but readmitted a day later since brown drainage was noted from implantable cardioverter defibrillator site. The device, right ventricular lead and left ventricular lead were explanted on (B)(6) 2017. A new competitor device was implanted on (B)(6) 2017. The patient had made a complete recovery and was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.